Manufacturer narrative:
The power supply of the acist angiographic contrast injection system, model cvi and power cable were returned to acist europe service center for testing. The power supply and cable were functionally tested on (B)(6) 2016. Acist confirmed the customer complaint. The power supply power cord was worn out at both connectors and was replaced. After replacement of the power supply power cord, the system was tested and was functioning according to acist specifications. There was no problem found with the power supply related to the reported event.

Event description:
User facility reported: sparks were observed coming out of the power supply when connecting the power cable into the electric socket. Sparks appeared at the power supply side of the cable. There was no report of patient or user injury related to this event.